Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient had a percutaneous lead separation at the bend relief and several kinks in the driveline. Thoratec technical services successfully completed a clamshell repair. The patient also has an abscess at the driveline and is currently at home on intravenous (IV) antibiotics.

Manufacturer narrative:
The patient's abscess has cleared. The patient remains home and continues on lvad support with no further issue reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.